Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to information provided by an olympus field service engineer, the user reprocessed the device with mitra endoscope washer and a single-use soft brush maj-1888. And 2% glutaraldehyde was used for sterilization and disinfection. Since it was not possible to identify when the foreign material had adhered to the forceps elevator, olympus medical systems corp. (Omsc) determined that the device with the foreign material attached may have been used in the procedure. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. The insertion tube was buckled and scratched. The universal code was discolored. The distal end cap was chipped. The adhesive around the light guide lens was worn. From the device inspection results, omsc was able to confirm the device nonconformity, but was unable to determine the device nonconformity that affected the reported event. The exact cause of the reported event could not be conclusively determined. However, since similar events have occurred in the user facility in the past, the reported event may have been caused by the following causes: there was a difference between the reprocessing method and forceps elevator brushing method performed by the user facility and the method recommended by the instruction manual. There was insufficient training for user facility staff on how to handle the device according to the instruction manual, perform reprocessing when returning the device for repair, and how to reprocess normally. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, it provides details of the reprocessing method the forceps and around the forceps elevator. In addition, the instruction manual states that the forceps elevator should be checked for foreign objects during inspection for use and that the device should be cleaned when returned for repair. Therefore, it was possible for the user to detect the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of (B)(4) and found that foreign material was adhered to the groove or gap at the distal end. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the stretch of the angle wire. Due to the rattling of the bending tube, there was play in the up/down angulation control knob and the right/left angulation control knob. The bending section, distal end, and endoscope cover were damaged. There was a gap in the adhesive of the bending section rubber. The universal code was wrinkled. The objective lens and light guide lens were cracked. The endoscopic image was blurred due to the damage of the ccd unit. Black dots were displayed on the endoscopic image. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.